Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis with a high blood glucose levels of 892 mg/dl. The customer was treated for their blood glucose with IV insulin which brought their blood glucose value to 257 mg/dl. The customer did not provide the time and date of the hospitalization and did not return the insulin pump back for analysis.